Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The other assay related to this event is reported in medwatch report with patient identifier: (B)(6). This event occured in (B)(6).

Manufacturer narrative:
A patient sample was returned for investigation. The values the customer received were verified. Although a specific root cause could not be identified, based upon testing performed, the results could be explained by the presence of (B)(6) in the patient sample blocking an epitope on (B)(6) or (B)(6) in the patient sample no adverse events were reported.

Event description:
The customer stated they were receiving free psa results that were higher than the total psa results on their elecsys 2010 rack analyzer ((B)(4)). There were two discrepant test results from the same patient taken six days apart. All results were from the same analyzer. The first sample had a free psa result of 7.65 ng/ml and a total psa result of 0.497 ng/ml. The second sample, from (B)(6) 2011, had a free psa result of 7.16 and a total psa result of 0.513 ng/ml. There was no allegation of any adverse affect to the patient as a result of this event.